Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The following day after onset of peritonitis the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with targocid injection (400mg, twice daily) intravenously and levofloxacin tablet (7 days continuously) for peritonitis. On an unreported date, the antibiotic therapy was stopped. It was reported that on an unreported date the pt fluid was clear and dry and the pt was discharged from the hospital. At the time of this report the pt had recovered from the event and the peritonitis was reported to be resolved. Additional information was requested but is not available.